Event description:
The customer reported oil mist coming from the unit. Attempted to follow-up with the customer regarding potential physical complaints, but the customer was not available. The asp field service engineer repaired the unit.